Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that a patient visit was not showing. The technical support specialist (tss) accessed server, and the es application was checked. The patient profile was visible but displayed an admit status of unknown, while a temporary patient profile was also present. Attempts to contact the customer were unsuccessful, so an email was sent explaining the findings and advising the customer to contact the admission team to admit the patient. The customer was also advised to merge the temporary profile with the main profile once it appeared correctly on the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient visit was not showing, clinical staff had been required to add the patient as a temporary entry before being able to access the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.